Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05334. It was reported the pt hasn't been using his scs system that much and the reason is unknown. It was also reported the pt needs to undergo an MRI to help with a medical condition that's not related to his scs system. As a result, the pt's scs system will be explanted.